Manufacturer narrative:
The user facility used valsure neutral detergent to soak their instruments prior to use in patient procedures. After the procedures were completed, two patients reported symptoms of toxic anterior segment syndrome (tass). The user contacted steris to inquire about valsure as a part of their investigation for the reported event as this was recently added to their process for cleaning. The user facility declined to provide additional information regarding the reported injury or current status of the patients subject of the reported event. A steris account manager spoke with the user facility regarding the use of valsure neutral detergent and identified the user facility was not following the instructions for use as indicated on the product's label. The cleaning solution was diluted to 1/8 oz per 1 gallon of water which is below the recommended dosing for the cleaning solution. The instructions for use for valsure neutral detergent state, "dilute at 1-3 ounces per gallon, depending on water quality and soil load." After reviewing the instructions for use, the user facility acknowledged that they do not believe that valsure neutral detergent contributed to the reported injury. Steris has performed in-service training with user facility about the proper cleaning techniques and dosages for valsure neutral detergent to ensure proper cleaning of their surgical instruments.

Event description:
The user facility contacted steris to inquire about the proper cleaning procedure for cleaning instruments with valsure neutral detergent.